Event description:
It was reported there were removal of the following: the original surgery and implant was an aseptic open wound intra critical distal tibia. A non-union and implant screw breakage resulted. The patient status is unknown. There was no surgical delay. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for four unknown 2.7mm cortex screws which were broken.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown cortex screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.